Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, priming and excessive no delivery alarm tests. The insulin pump functioned properly, the device had a cracked case on the lcd display window corners and cracked battery tube threads found during visual inspection. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose, low blood glucose and issues with the insulin pump. Customer's blood glucose level went as high as 385 mg/dl and as low as 50 mg/dl. Troubleshooting for high and low blood glucose was performed. Customer treated their blood glucose levels via manual syringe and the insulin pump. Customer later ate a fruit bar to raise their low blood glucose levels. Customer performed the high pressure test and passed. Customer advised the insulin pump had gone through an airport body scanner and they placed the insulin pump through an x ray machine. Customer advised they had an x ray performed at the dentist while wearing the insulin pump. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.